Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator fluctuated on peak pressure. There was no patient involvement. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The ventilator was investigated on site by our field service engineer. The reported fluctuations on pressure curve was not reproduced. No fault was found. The preventive maintenance (pm) was performed as a precaution. The parts from the pm kit were discarded. The ventilator was returned for clinical use and no further issues have been reported since then. The date of event was not given. Evaluation of the device logs can therefore not be performed for the reported event. The evaluation of the logs can however confirm that the pre-use checks performed before and after the date received by the manufacturer were successfully. There is no technical errors in the log to indicate at technical malfunction of the ventilator. The cause of the reported fluctuations on the pressure curves has not been determined.

Event description:
Importer ref. #: cc-cpl-2018-02008. Manufacturer ref. #: (B)(4).